Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the pump's black box showed no evidence of prime issues. There was one no delivery, no prime warning associated with a cartridge change on (B)(6) 2016. The last basal delivery was on (B)(6) 2016 at 11:33pm. The total daily dose of insulin added up correctly and reflected the programmed basal rate. The ¿ez-prime¿ steps were performed correctly with no issues observed. The pump correctly reflected 24 units of insulin delivered after a 24 hour duration test with a 1 unit per hour rate. No alarms or warnings were observed during the duration test. There was no intermittent condition found to the pump's force sensor circuit. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump was having prime issues that caused a patient to have a hyperglycemic event. The reporter stated that the patient had a blood glucose of 503 mg/dl with symptoms of increased thirst, difficulty waking up, an small ketones. The patient received no treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had remained on the pump following the alleged blood glucose excursion. The reporter stated that there was an indication that the pump had lost prime in the prime menu screen but that the pump had not alarmed for a loss of prime issue. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of a prime issue with the pump.